Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated 4 times at 12 atmospheres each for 30 seconds. However, during the fourth inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.